Event description:
It was reported that the lead was explanted and replaced due to high pacing threshold. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.